Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record for 00515047501, lot number z000007368, identified no relevant deviations or anomalies. Product examination found that there was a hair on the outside of the packaging, partly underneath the label. There was no particulate found inside the packaging or any other fault found with the returned product. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair-like substance was found in the package. No patient involvement. No adverse events have been reported as a result of the malfunction.